Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6),2020 explanted: (B)(6),2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that per the patient pre-op, there was initially no complaint. They still ¿had pain relief but it felt different than when it started.¿ they said it ¿used to buzz more.¿ the patient didn¿t care as long as they had pain relief. The healthcare provider checked impedances after they said this in late april and they saw some contacts/electrodes were ¿out.¿ they then put the patient on the schedule to have the lead replaced. A new lead was implanted and working great. When the representative talked to the patient in recovery after the revision, the patient asked for left side coverage, but they only had one lead on the right side. The representative noted that what the patient was asking for was impossible at this moment and not a complaint; the patient was instructed to have a discussion with their physician because they would have to make that medical decision with the patient. The representative told the healthcare provider that the patient asked for "left side buzzing" and the healthcare provider noted that the patient told the healthcare provider right side only, so that's what the patient received. They never discussed the left side. It was noted that the patient was implanted for occipital nerve stimulation. Additional information received from a manufacturer representative. It was reported that electrodes 4, 5, and 6 were open circuits, greater than 40,000 ohms. Prior the the lead revision the patient didn't have the "buzz" that they liked, but they didn't notice any headaches; they were still receiving pain relief, but they liked the paresthesia better and wanted that to go back.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6)2020, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 14-nov-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported patient had a return of pain and high impedance.  Additional information received from a manufacturer representative. It was reported that there was an occipital lead revision for (B)(6)2023. [Information pertaining to impedance issues, and pain return on old leads reported in (B)(4)]